Event description:
Analysis of the returned device revealed that the polytetrafluoroethylene (ptfe) coating of the device was scrapped off. No patient consequences were reported.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Analysis of the returned device revealed that the polytetrafluoroethylene (ptfe) coating was compressed and peeled at approximately 40 cm from the proximal end where the torque device was attached. The guidewire hydrophilic coating was examined; the coating was present on the guidewire and met visual specifications. No other anomalies were found to the device. During functional testing the returned device was loaded into the demo microcatheter without any resistance. The observed compression and peeling/scraping of the ptfe indicated the damage from an insecurely tightened torque device. The device dfu cautions that insecure tightening of the torque device can lead to the damage of the coating: "securely fasten the torque device onto the wire to prevent slippage of the torque device and to avoid product damage (i.e., core wire abrasion/peeling of ptfe, etc.)". Therefore, an assignable cause of the analyzed events was determined to be use error.

Event description:
Analysis of the returned device revealed that the polytetrafluoroethylene (ptfe) coating of the device was scrapped off. No patient consequences were reported.